Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9177753. On 26th june, we have received 4 sealed samples. After opening these products, it was tested. After inflation, no punctured or leakage was observed. Balloons still inflated. Without further elements from hospital we cannot define any root cause. Checking the quality databases revealed no action related to kind of issue.

Event description:
According to the available information a catheter was inserted and shortly after, the catheter came out because the balloon was pierced.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9177753. B3: estimated date.

Event description:
According to the available information a catheter was inserted and shortly after, the catheter came out because the balloon was pierced.